Manufacturer narrative:
B5 initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the sensor failed after inital calibration. There was no adverse effect to the customer's blood glucose level. No additional event or patient information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The sensor was replaced to resolve the issue.